Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced depression ("depression"). The patient was treated with surgery (surgery had 3 weeks ago this friday.). Essure was removed. At the time of the report, the medical device removal and depression outcome was unknown. The reporter considered depression and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: depression and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced depression ("depression"), back pain ("sacrum pains") and vision blurred ("has your vision cleared"). The patient was treated with surgery (surgery had 3 weeks ago this friday.). Essure was removed. At the time of the report, the medical device removal, depression, back pain and vision blurred outcome was unknown. The reporter considered back pain, depression, medical device removal and vision blurred to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: depression and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: new events added: sacrum pains, has your vision cleared and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced depression ("depression"). The patient was treated with surgery (surgery had 3 weeks ago this friday.). Essure was removed. At the time of the report, the medical device removal and depression outcome was unknown. The reporter considered depression and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: depression and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.